Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with oral antibiotics (augmentin, for 10 days). This report is submitted on january 26, 2022.

Manufacturer narrative:
This report is submitted on november 3, 2021.

Event description:
Per the clinic, the patient experienced significant swelling at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported).